Manufacturer narrative:
Investigation was performed by the biomedical engineer at the hospital. The biomed concluded that there was no malfunction on the ventilator system side, as the issue had been present independent of different connected ventilator systems. The issue could not be reproduced during testing of the ventilator system. The gas system was checked by the airgas company and the ballasts were replaced, all was found to be within expected specification. The biomed further stated that an o2-air mixer (oxygen blender) was set in line on the main gas line to the ventilator. The oxygen blender had not been checked annually. The oxygen blender has now been serviced by the hospital facility. According to the user manual for the oxygen blender, this device shall be technically checked four times a year or twice a year if the oxygen blender is protected by efficient filters at the gas inlet and o2 concentrations is continuously monitored. If the oxygen blender does not operate satisfactory, it must not be used. It has not been confirmed if any parts were replaced or found faulty on the oxygen blender during the service. Service must be carried out once a year by a maquet authorized personnel. Our final conclusion is, that the issue might be traced to the device oxygen blender, but no final root cause has been identified.

Event description:
It was reported that during patient treatment there were intermittent discrepancies between set fio2 and analyzed fio2 on the ventilator. There was no patient harm reported. (B)(4).